Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Control solution test was performed and all results were passed. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and precision strip was reviewed and the dhrs showed the libre reader and precision strip meet specifications prior to release to distribution. Retain testing was performed for precision strips and all units performed in specification and passed. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 28 mg/dl, 185 mg/dl, and 158 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 28 mg/dl, 185 mg/dl, and 158 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have been returned and are currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.